Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to environmental conditions. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the colibri handpiece device reverse trigger was stuck in the activated position. The device was dismantled and foreign substance was detected which caused corrosion of the trigger shaft. The shaft was cleaned and brushed and as a result an eroded surface could be found. It was further found that the device failed pre-test for check for sticky triggers, check the forward/reverse modes function, check the switching function forward/reverse in running mode it was noted in the service order that the device had a faulty reverse trigger that manual oiling did not resolve and the trigger spring maybe be damaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, an additional report will be submitted accordingly.